Manufacturer narrative:
A getinge field service engineer (fse) was sent to investigate the issue. After evaluation the fse was unable to reproduce the failure. The iabp passed all functional tests and was returned to the customer for use.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) had an autofill error. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.